Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels of 450 mg/dl, hyperglycemia, ketone bodies and hospitalization. The patient had hyperglycemia symptoms such as throwing up, dehydration/excessive thirst, and feeling weak. She called an ambulance and was brought to the hospital, where she was treated with infusions and connected to an insulin perfusion.